Event description:
A caller reported a cgm error 42 with their device. There was no reported impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error code did not reappear and the customer successfully started their sensor session.